Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. The noise was felt to be consistent with advisory behavior. Surgical intervention was undertaken. The device was explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis. A field safety notice was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. The noise was felt to be consistent with advisory behavior. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. A field safety notice was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population.